Event description:
Reporter states, over several days the customer's voicemate spoke a result that was different from what the advantage system displayed: 48 mg/dl (audible) 88 mg/dl (visual); 52 mg/dl (audible) and 93 mg/dl (visual). No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.